Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported that during a lasik procedure the laser stopped and procedure was not completed. Laser was treating the second eye when it stopped at 98%. Patient was lying very still and pupil was very stable during the treatment.

Manufacturer narrative:
At the visit on site, the field service engineer verified the system successfully according to company specifications. No technical issue found. Review of the treatments shows that both eye tracker tracking's were at the lower range limit. Surgeon needs to pay more attention on pupil centering so that both red distance diodes are close to the center. In case of patient movement (<2mm off center) the eye tracker stops the treatment automatically based on the safety system. The surgeon then has to advise the patient to look into the white fixation light, to center the pupil and then to continue the treatment. To continue the treatment follow the instructions as per company manual. Furthermore, the second treatment shows that too much white light was used which caused the pupil to be too small and thus too close at the tracking limit. No technical root cause was identified as the product was found to be within specifications. The most possible root cause is user handling with regard to the pupil tracking. Contributing factors are white light settings by the surgeon and patient movement during surgery. The manufacturer internal reference number is: (B)(4).